Event description:
It was reported that while the patient was being treated for pneumonia in the emergency room, it was observed that the patient developed atrial fibrillation with rapid ventricular response. The patient received three shocks from the right ventricular (rv) lead in rapid succession. Interrogation showed rapid atrial fibrillation. The patient also had symptoms of cough, associated anterior chest tightness, left lower quadrant pain, fever, and diarrhea with nausea and vomiting. The patient was admitted to the hospital with diverticulitis and pneumonia and had medications adjusted to slow their heart rate. The event was reported from the (B)(4) study. The rv lead remained in use based on medical judgment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.